Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: a patient run was running smoothly until near the end of the run when it was noted that there was air coming into the arterial line and a small drip of blood down the front of the machine. Upon further inspection there was blood under the pump cover inside where the pump is, and this was dripping down the front of the machine. The run was immediately stopped. The tubing was rinsed and noted to have a small slit or tear in the tubing. There was not tear or leak noted at setting up and priming of the machine. The pump stayed intact and snug during the run. We have never had an issue with the machine cutting or tearing the tubing before. I am wondering if there was a very small cut or tear already in the tubing and it gradually got bigger with the stretching and pressure throughout the run, but of course, we cannot be sure.